Event description:
Subsequently, additional information was received that this rv lead was explanted and replaced.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a low out of range shock impedance measurement. Save to disk sent to technical services (ts) for review. Ts indicated there was a shock impedance fault. Ts suggested troubleshooting methods to determine root cause. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis confirmed there is an area of melted metal on this lead's rs+ conductor coil (the coil is melted apart). An area of melted metal (arc mark) was also noted on the device can. As the rs+ coil of the lead is connected to the distal hv cable (integrated bipolar), arcing appears to have occurred between the rs+ conductor coil (distal hv) and the device can (proximal hv) upon abrasion of the lead's insulation in this area. The morphology of the insulation abrasions are indicative of lead on lead contact. The type of abrasions (smooth on the outside with breaks down the middle) show further evidence of pressure and movement in this area.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.